Event description:
It was reported that an out-of-range alert for high defibrillation lead impedance was noted via remote transmission. The patient will continue to be monitored. There were no adverse health consequences to the patient.